Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Reportedly, the customer was using cold insulin and not performing the proper air removal techniques at the time of the event. Tandem technical support (cts) educated the customer that cold insulin and not performing the proper air removal techniques is off label per the tandem user guide. Additionally, it was reported that a cartridge change error occurred. There was no reported adverse impact on customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.